Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as surgical damage. ¿ lump/nodule: unable to observe. No other observations observed, no further actions are required.

Event description:
Patient reported left side rupture. Healthcare professional later reported "fibroadenosis." The event of "fibroadenosis" is not device related. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported left side rupture. Healthcare professional later reported "fibroadenosis." The event of "fibroadenosis" is not device related. The device has been explanted.